Manufacturer narrative:
This report is submitted on may 10, 2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2015. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.